Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the tip of the screw of the impactor broke during surgery. The tip fell into the patient; however, all pieces were retrieved.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Returned part confirms the complaint via visual inspection. Damage is too severe for thread gauging. The device exhibits wear and tear that indicates successful use in the field. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.